Event description:
During an in clinic follow up, the device was observed to be in back up mode. It was noted the patient had undergone radiation treatment. Technical support was contacted and a device reset was attempted, however, failed. Device replacement was recommended, however, was not performed as it was determined the patient no longer required high voltage therapy. The patient was stable and will continue being monitored.